Event description:
It was reported that during the placing of the catheter the guide remains hooked to the skin during its removal.

Manufacturer narrative:
The MFR has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rewb0770 showed no other similar product complaint(s) from this lot number.